Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged and the customer was unable to charge the pump despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose (bg) level was 360 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.